Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad cover is starting to peel up over the buttons and the buttons sometimes are very slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: evaluation revealed that the keypad was fully intact but the keypad symbols were worn. All of the buttons responded appropriately. There was contamination found under all button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. The display lens was found to be scratched.